Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a device error code 1000. This is a power cycling error. There was no reported pt involvement.